Manufacturer narrative:
(B)(4).

Event description:
The receiver was received for evaluation. An external visual inspection was performed and the receiver passed. A charge and boot test was performed and the receiver failed. Review of the log data was performed and a firmware and hardware error was observed. The reported issue of error icon was confirmed via product testing. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, an error icon was displayed on the receiver. No additional event or patient information is available. Data was not available for evaluation. Confirmation of the error icon and a probable cause could not be determined.